Event description:
Patient in cath lab for right superficial femoral artery (sfa) leg intervention. Total occlusion crossed with wire, atherectomy performed and balloon inflation completed. Decision to insert self-deployment stent. Stent advanced without difficulty and self-deployment completed. Delivery catheter withdrawn and noticed to be missing by scrub tech. Angiogram shows foreign body at profunda artery proximal to deployed stent. Attempts to snare foreign body unsuccessful. Angiogram shows foreign body in lateral branch off of profunda.